Event description:
After the reservoir was inserted and the doctor went to prime it, the resistance was very high. After the doctor tried to flush with a syringe and it would still not do anything, the doctor then removed it from the patient and placed a new one in.

Manufacturer narrative:
(B)(4). The reservoir was patent and met the specification for pressure/flow characteristics. Therefore, the conditions of the complaint could not be duplicated. The device did not meet the requirement for leak testing due to a pinhole in the reservoir dome. The pinhole may have been caused by the reported syringe injection. Medtronic neurosurgery has received no other complaints for lot c00473 and a review of the manufacturing records showed no anomalies.